Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up arrow and ok keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. The patient noted that the button symbols were worn off. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket or attached to the waist and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the button symbols were found to be worn but there was no visible damage to the keypad. The up and contrast buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.